Event description:
It was reported that at the end of the case the unit began leaking fluid from the battery compartment. The circulating nurse grabbed the unit to remove it and received a small shock from the battery. No injury reported.